Event description:
Customer reported receiving an unspecified error message on their brand new meter and as a result of being unable to test, experiencing symptoms of hyperglycemia, taking glucose tablets and losing consciousness. The paramedics were called and upon arrival, treated him with unk intravenous solution and obtained a reading of 289 mg/dl on their meter. The customer was further transported to a local hospital where he was diagnosed with hyperglycemia, received unk IV and was being prescribed and given an oral diabetes medication metformin. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
The product has been returned and investigated. The complaint was not confirmed and no new issues were observed.